Event description:
It was reported that, the patient with this right ventricular (rv) lead started feeling palpitations at device, the palpitations were visibly on right side. The patient went to cardiologist and the field representative checked device. It was determined that the pacemaker triggered a lead safety switch (lss) due to high impedances out of range on this rv lead. This rv lead was reprogrammed back to bipolar as the thumping stopped and the plan is to continue monitoring the rv lead. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).